Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 in order to treat vaginal prolapse, uterine prolapse, rectocele, enterocele, cystocele, fecal and urinary incontinence, urethral hypermobility, and interstitial cystitis. It was reported that the patient underwent the concurrently procedures of posterior repair, enterocele repair, vaginal prolapse repair, sacrospinous ligament fixation and cystoscopy. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding, continued incontinence, and vaginal odor. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to FDA: 8/27/2019. Additional narrative: it was reported that following insertion the patient experienced urinary tract infection. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.